Event description:
Patient came to clinic for manometry procedure due to dysphagia. After obtaining consent and calibrating the manometry catheter per manufacturers guidelines, the procedure was started. After initially placing the manometry catheter into the patient's right nostril, the catheter did not detect any pressure during the insertion and the computer program did not display pressures associated with the catheter as expected. The manometry catheter was removed from the patient and medtronic tech support was called in order to troubleshoot the error with the catheter and software. They advised the catheter to be re-processed and to restart the computer program before continuing with the procedure. The manometry catheter was reprocessed and the computer program was shut down and reinitiated as advised. The manometry procedure was started again after following the troubleshooting steps and advice from medtronic, and the procedure was completed. The patient was discharged home in stable condition.